Event description:
Reference number (B)(4). Event occurred in the united states. Patient reported infusion set cannula was kinked within 3 hours of insertion which led to high bg. High bg was addressed using correction bolus via pump. No further information available.